Manufacturer narrative:
Block a2: the age at time of event was approximated based on the patient's date of birth. Block h6: imdrf impact code f1001 captures the reportable event pf absence pf treatment.

Event description:
It was reported that, during a flexible ureteroscopy procedure, a contour ureteral stent was used. When the double j stent was placed, the catheter pusher must be removed; however, it remained stuck in the stent, which caused the catheter to be removed at the same time the pusher. The stent was unable to be placed at the end of the procedure. It was not possible to retry the implant. Without a stent, there is a risk of renal colic. No patient complications reported as a result of this event.